Event description:
It was reported that prior to use, 20 bd bbl¿ macconkey ii agar plates were contaminated. The following information was provided by the initial reporter: customer problem: 221270 macconkey plates contamination. Quantity received and quantity affected: 7 CT received, 20 plates contaminated.

Manufacturer narrative:
Medical device lot #: 209147 was reported, however, this is not a lot number manufactured for the reported catalog number. Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that prior to use, 20 bd bbl¿ macconkey ii agar plates were contaminated. The following information was provided by the initial reporter: ¿ customer problem: 221270 macconkey plates contamination. ¿ quantity received and quantity affected: 7 CT received, 20 plates contaminated.

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221270, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. Batch number 209147 was provided. Manufacturing records were reviewed, and batch number 209147 is not valid for material 221270. No return samples or photos were received for investigation. Retention samples cannot be evaluated without a specific batch number. Trending review shows that a contamination trend including material 221270 was identified. If the batch of material 221270 in question was not expired at the time the complaint was taken, this complaint can be confirmed for contamination based on the identified trend. The investigation of the trend found opportunities for bioburden reduction in the manufacturing process. A CAPA (corrective and preventative actions) has been initiated and involves implementing additional cleaning events and evaluation of manufacturing procedures focused on in-process bioburden reduction. Additional trainings are planned with an ongoing training review for cleaning processes. Improvement in observation of contamination is expected as the CAPA progresses. Bd will continue to trend complaints for contamination.